Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel, the air/water channel, and the distal end of the subject device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2019] the instrument channel: pseudomonas aeruginosa (250cfu / ml). The air/water channel: pseudomonas aeruginosa (10cfu / 21ml). The auxiliary channel: pseudomonas aeruginosa (7cfu / 19ml). The suction channel: klebsiella pneumoniae, pseudomonas aeruginosa, and enterococcus faecalis (total:160cfu / ml). [Second time; (B)(6) 2019] the auxiliary channel: pseudomonas aeruginosa (5cfu / 19ml). The suction channel: klebsiella pneumoniae, enterococcus faecalis, and pseudomonas aeruginosa (total:100cfu / ml). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.